Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient reported that since her last spinal cord stimulator procedure, she no longer has the right lower extremity pain for which stimulator was implanted. However due to surgical intervention and a fall in (B)(6) 2015 with resultant sacral fracture the patient reported that her pain is now higher in the back and in the left lower extremity. Impedances for electrodes 8-15 were found to be all out of range (>10,000 ohms). Reprogramming was performed to cover newer painful areas with success in left lower extremity but not in the lower back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.